Manufacturer narrative:
Device received on 10/23/2019 with lot number 5625452, catalog number 3542257. Device evaluation summary: during analysis of the device a rupture was noted in the posterior view, measuring approximately 1.0 cm, additionally, siltex cracking was found in the edges of the tear. No additional anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture grade IV, rupture. Concomitant products: mentor memorygel breast implant, 225cc, cat #: 3542257, lot #: 5746205. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent an unknown breast surgery with unknown silicone breast implants which the patient experiencing pain and capsular contracture baker grade IV, and possible deflation after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal on (B)(6) 2019.